Manufacturer narrative:
Patient age and gender were requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files contained low speed hazard, low flow hazard, and pump stop events. This type of behavior was linked to potential issues with the percutaneous lead. The patient experienced these issues only when the ventricular assist device (vad) was connected to the mobile power unit (mpu). The patient was instructed to keep the vad connected to battery power or an ungrounded patient cable. It was noted that the patient's driveline had extensive rescue tape. X-rays of the patient's entire percutaneous lead from its connection to the controller to where it attaches the vad were provided. X-ray images showed areas of stress/wear and tear both internally and externally. On (B)(6) 2022 a driveline repair was performed. Since the max length of the external driveline was removed, another repair would not be possible. 72 hours post percutaneous lead repair, the patient was still on an ungrounded patient cable, and there was no further speed drops. The cause of the low flow alarms was determined to be the short to shield, which caused the speed to drop to 0 rpm. The low flow alarms resolved when the patient was switched to the ungrounded patient cable. The short to shield also caused the pump stop event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of driveline confirmed compromised wires that could have contributed to the low speed and pump stop events observed in the submitted log file. Review of the submitted log files captured multiple low speed events on 20apr2022 and 21apr2022, while the patient was supported by power module power. The low-speed events were associated with numerous low speed advisory, low speed hazard and low flow hazard alarms. On 21apr2022 at the pump stopped from 0:11:21 to 0:11:35. On 22apr2022 at 8:37:10 there was another pump stop event and driveline fault alarm; however, the time of this pump stop event corresponds with the distal perc lead repair performed on 22apr2022. Following the distal perc lead repair there were no further pump stop or low speed events. The pump appeared to operate as intended following the repair and there were no other abnormal events captured. A distal-end driveline replacement was performed on 22apr2022 and approximately 15¿ of the external portion/distal-end of the driveline was returned for evaluation. An electrical continuity test was performed to the distal-end driveline in the condition that it was received and did not reveal any discontinuities or shorts. The driveline was returned covered in white and clear tape along the length. The silicone sleeve was removed and revealed a black discolored bionate layer. The bionate was removed and fraying and breakdown in the metal braided shield was observed along the length of the driveline. Visual inspection of the underlying wires revealed kinked to the underlying wires approximately 3¿, 4¿, 5¿, and 8¿ from the metal connector. Microscopic inspection of the underlying wires revealed breaches to the wire insulation of the red and orange wires approximately 5¿ from the metal controller connector. The damage to the red and orange wires appeared to be due to repetitive flexing. The remaining underlying wires were unremarkable. The underlying wires of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the red and orange wires contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the alarms and pump stops that were confirmed through the submitted log file. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. There was also incidental findings of damaged outer silicone sleeve and separation of the driveline bend relief and controller connector. The relevant sections of the device history records for vad-58808 and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 18may2015. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.